Event description:
It was reported that after placing trocars into patient, balloon implant was attempted. Neither balloon would go down trocar after prepping and reprepping multiple times. New balloons were used to complete the procedure successfully. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.